Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
It was reported that the surgeon opened the ar-1787pj-cp mini internal brace kit to do an internal brace for an aitfl. The first anchor (3.5 sl w/ fibertape) out of the kit was implanted as designed. When the second anchor was loaded and inserted the screw would not seat all the way. The rep reported upon inspection it looks like the metal sheath was not pressed into the black plastic paddle far enough resulting in the eyelet not reaching the bottom of the tunnel causing the anchor to not fully seat. The surgeon opened a 4.75 peek swivelock (ar-2324pslc) to use in place of the damaged 3.5 swivelock and completed the case as scheduled. See attached images.